Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced air in line. The following information was provided by the initial reporter: ball valve in drip chamber did not appear to work properly. Additional information: did you experience any adverse events as a result of the reported failure? No. Was any medication used with the product? If yes, what was the medication? Remicade .(infliximab): could you describe in a little more detail what exactly was wrong with the ball valve? The pump was able to pull air past the ball in the tubing. The pump alarmed when the air hit the pump. Air had to be pulled out via syringe so the remaining medication could be flushed through.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of air being able to be pulled past the ball valve could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 11522558 because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced air in line. The following information was provided by the initial reporter: ball valve in drip chamber did not appear to work properly. Additional information: did you experience any adverse events as a result of the reported failure? No was any medication used with the product? If yes, what was the medication? Remicade (infliximab) could you describe in a little more detail what exactly was wrong with the ball valve? The pump was able to pull air past the ball in the tubing. The pump alarmed when the air hit the pump. Air had to be pulled out via syringe so the remaining medication could be flushed through.